Event description:
It was reported that a female patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a smartablate¿ system irrigation pump (us) and the patient suffered st elevation due to an air embolism. It was reported that during an afib case, the patient suffered st elevation. The bwi representative reported after the first ablation lesion, the patient suffered st elevation for about 6 ½ mins. It was thought to be an air embolism that was introduced. No medical intervention was provided, and the issue resolved on its own. The case was continued and completed with no other issues. The patient was reported to be in stable condition. It was also noted that when the ablation catheter was removed from the vizigo sheath, they discovered saline fluid leaking from the hub. Additional information was indicating there was no ability to say for certain if an air embolism occurred, however, the physician felt that an air embolism was the cause for the intermittent st elevation. Physician felt the event could have been caused by air entering the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported the patient was intubated so no neurological symptoms noted and it was reported the patient fully recovered. The patient did not require extended hospitalization because of the adverse event. The event will be reported against the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium since it was reported that ¿physician felt the event could have been caused by air entering the hemostatic valve¿ which is known to cause st elevation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4). Has two reports: (1) manufacture report number # 2029046-2022-02927 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) . (2) importer report number # 2029046-2022-50014 product code m490008 (smartablate¿ system irrigation pump (us).

Manufacturer narrative:
It was reported that a female patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a smartablate¿ system irrigation pump (us) and the patient suffered st elevation due to an air embolism. It was reported that during an afib case, the patient suffered st elevation. The bwi representative reported after the first ablation lesion, the patient suffered st elevation for about 6 ½ mins. It was thought to be an air embolism that was introduced. No medical intervention was provided, and the issue resolved on its own. The case was continued and completed with no other issues. The patient was reported to be in stable condition. It was also noted that when the ablation catheter was removed from the vizigo sheath, they discovered saline fluid leaking from the hub. Additional information was indicating there was no ability to say for certain if an air embolism occurred, however, the physician felt that an air embolism was the cause for the intermittent st elevation. Physician felt the event could have been caused by air entering the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported the patient was intubated so no neurological symptoms noted and it was reported the patient fully recovered. The patient did not require extended hospitalization because of the adverse event. Device evaluation details: the carto vizigo sheath product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number # 2029046-2022-02927 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) (2) importer report number # 2029046-2022-50014 product code m490008 (smartablate¿ system irrigation pump.(us))

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 18-jan-2023, it was noticed the product received details were inadvertently omitted from section d, fields 9. The information has now been populated accordingly.